Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge with insulin despite having sufficient usable insulin remaining. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth, and attempted to reload same cartridge, but issue was not resolved, and call dropped before completion of troubleshooting, so no additional information was received regarding the outcome of the event.